Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the balloon was difficult to deflate. The target lesion was located in the non tortuous and non calcified proximal left anterior descending (lad) artery. A 3.50 x 16 synergy ii stent was advanced to treat the lesion. However, it was noted that there was difficulty inflating the balloon and whenever it was inflated, it would then deflate immediately. Eventually, the stent was successfully implanted but then again, post-deployment, it took longer than the usual to deflate the balloon. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent was deployed during the procedure as per complaint report therefore it was not returned for analysis. The balloon body was reviewed and the balloon wings were relaxed confirming that positive pressure had been applied. Solidified contrast medium was evident inside the balloon body. The device was soaked in a water- bath at 37 degrees celsius to soften the hardened medium. The returned device was then attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not inflate, it was noted that the inflation liquid was leaking from the connection between the hub and inflation device. The hub of the device was then cut off during analysis by cutting the hypotube and the inflation device was connected directly to the hypotube shaft of the device without the hub for another attempt to inflate the balloon with encore inflation device, again the balloon could not inflate. The device was again soaked in water-bath to soften hardened medium inside the balloon body and in the lumen. Following soaking another attempt was made to inflate the balloon to rated burst pressure (rbp) with an encore device connected directly to the cut hypotube shaft. The balloon inflated without any issues. Negative pressure was applied and the balloon deflated within 5 seconds without any issues. A visual examination of the bumper tip showed slight tip damage, consistent with the device coming in contact with a resistance or an obstruction during the procedure. A visual and tactile examination found no kinks on the hypotube shaft. A hairline crack in the manifold was noted, extending from the proximal edge of the hub approximately 9mm distally. There was no visible damage to the threads of the manifold hub and the inflation device could be connected to the hub without issues. Visual and tactile examination of the shaft polymer extrusion found that the inner extrusion appeared to be bunched. The extent of the damage to the inner extrusion shaft was obscured by the solidified contrast medium. This type of damages is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon was difficult to deflate. The target lesion was located in the non tortuous and non calcified proximal left anterior descending (lad) artery. A 3.50 x 16 synergy ii stent was advanced to treat the lesion. However, it was noted that there was difficulty inflating the balloon and whenever it was inflated, it would then deflate immediately. Eventually, the stent was successfully implanted but then again, post-deployment, it took longer than the usual to deflate the balloon. The procedure was completed. No patient complications were reported and the patient's status was fine.